Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead showed high out of range pace impedance measurements and high pacing thresholds. The lead was surgically abandoned and will not be returned while the device remains implanted. No adverse patient effects were reported.